Event description:
During a follow-up in clinic, an error message appeared when interrogating the device. Technical support was contacted and the device was successfully reprogrammed to resolve the event. The patient was stable.